Event description:
It was reported during peritoneal dialysis (pd) therapy, the patient experienced a disconnection from their transfer set. Subsequently, the patient developed peritonitis. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized or received treatment for the event. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that the transfer set had been in use for less than six months and the transfer set is changed every six months. It was further reported the patient recovered from peritonitis. H11:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.